Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/26/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable and connector ends. A mechanical evaluation was conducted. The reference adaptor was attached to the returned cable with no visual or physical difficulties observed. The reference adaptor was removed from the cable with no physical or visual difficulties observed. There were no visual defects observed on the cable after disconnection. The cable and reference adaptor were able to be attached and detached multiple times with no visual defects observed. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection problem" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. UDI# not complete due to missing lot#.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery tip would not disengage when the blue lever on handpiece was let go after severing the first venous branch. Harvester advanced the toggle forward to open and deactivate the power to the jaws but the jaws remained activated and the generator continued to beep. The device was quickly removed from patient's leg. Harvester visualized the jaws smoking outside the body and then the jaws caught on fire. The continued electrical feed turned the tip white-red hot turning into a small flame outside of the patient. The flame was described as the size of a small candle. The flame was extinguished by waving the device back and forth. There was no issue noted with the vasoview hemopro power supply when used with a new evh kit. The hp2 cable was removed from the back of the device with a bit of difficulty at which time the generator stopped beeping. The hemopro 2 device was not checked by engaging the cut and cautery on a wet 4x4 outside the body and looking for steam as described in the IFU. A new device was used to complete the procedure. There was no delay. There was no patient harm after endoscopic reassessment and no damage to the vessel.